Manufacturer narrative:
The customer returned five of six electrodes to olympus for evaluation. A visual inspection on the first electrode (a22202c, lot# p1710002) found that a portion of the loop wire was broken in the middle. A microscope inspection was performed at the breakage points and observed the tip of the loop wires to be melted (into a ball). In addition, both red colored insulation posts were heavily charred at the distal tip where the loop wire is attached. The cause of the reported event could not be conclusively determined as the user facility did not return the concomitant devices for testing. However, based on similar reported events the most probable cause of the reported event could be attributed to the electrode coming into contact (unintended) with other metal parts, e.g. Surgical instruments while the high-frequency output was activated and higher output settings on the electrosurgical generator.

Event description:
Olympus was informed that during a transurethral resection of prostate (turp) procedure, the loop wire on two (a22202c) electrodes and the roller of four (a22251c) electrodes broke off inside of a patient. The device fragments were retrieved from the patient. The procedure was completed using an unspecified electrode. No patient injury was reported. One of six.